Event description:
It was reported that during preparation for use, the upper diameter of the drill attachment was increased, which allowed the drill to move more than the standard. There was no patient involved.

Manufacturer narrative:
H3: product analysis: evaluation determined that the upper diameter of the attachment is increased which allows the drill to move more . The likely cause of failure could not be determined. It was also noted that distal bearing is detached. It was also noted that laser markings are illegible and tube is worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.